Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) of 329mg/dl with nausea associated with a recurring loss of prime issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. The reporter noted that the loss of prime warning had occurred three or more times with the same cartridge, and that the cartridge had not been changed since the issue started. The cartridge was reportedly being used properly per the instructions for use. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported based on the allegation of a recurring loss of prime issue.